Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and found 1 of 2 sensors with cannula broken. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed bicarbonate buffer test to remaining sensor and sensor passed per specifications with accurate readings. Also found sensor with cannula bent.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer mentioned that the insulin pump went into a threshold suspend. The patient's blood glucose was 131 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.